Event description:
It was reported that during a percutaneous coronary intervention procedure the stent moved on the balloon. The 50% stenosed target lesion was located in the moderately tortuous and calcified proximal to distal right coronary artery (rca). The lesion was predilated with a 3.0x15mm non bsc device and then an unknown size taxus express2 drug eluting stent (des) was implanted in the distal rca. The physician then attempted to implant a 3.50x16mm taxus express2 des in the proximal rca but the des was unable to cross the lesion. It was noted that the tip of the taxus des moved on the balloon while trying to cross the lesion. The device was successfully removed from the patient without dislodging the stent. The procedure was completed with another of the same device with no patient complications reported. The patient's current condition is listed as "good".